Event description:
Reporter said that they were drilling the hole to place the screw, and the tip of the drill bit became dislodged in the pedicle. They were working to drill around the bit to get broken fragment out. Surgeon reported that he felt it catch on the drill guide just before it broke. He usually uses the universal drill bit for his cases but needed a smaller diameter one for this case because of the anatomy and the screw diameter he needed to put in. He said that the tip came out easily and the patient is doing good and had no adverse outcome from the bit breaking.

Manufacturer narrative:
Reported against treon system in use to which drill bit is an accessory; although there was no patient injury, removal of drill bit fragment represents intervention; eval of drill bit did not find clear evidence of any material defect contributing to the break. As noted, the drill bit in use is not the type normally used by the surgeon in most of his cases. A definite cause for the break is not known.